Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2025. Follow-up with the patients¿ pd registered nurse (pdrn) the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of drain complications. During evaluation the pdrn was able to instill fluid into the patient¿s abdomen but was unable to withdraw it. As a result, the patient was sent to the emergency room due to drain complications and was diagnosed with peritonitis after a peritoneal effluent cell count revealed an elevated wbc level (wbc result not provided). The patient was treated with intraperitoneal (ip) vancomycin and ip ceftazidime for 21 days (dosages not provided). On (B)(6) 2025, the patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. Despite these results, the patient was transitioned to hemodialysis (hd) for 30 days while the peritonitis is being treated. The patient¿s pd catheter (not a fresenius product) remains in place and is being flushed by the pdrn three times a week. The pdrn stated the cause of the peritonitis is unknown, as an evaluation of the patient¿s practice did not reveal any breaches in aseptic technique. Per the pdrn, the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency, and the patient will resume utilizing the same liberty select cycler upon their return to ccpd.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set, and the serious adverse events of peritonitis (characterized by abdominal pain, cramping and cloudy peritoneal effluent fluid), which required hospitalization, ip antibiotic therapy and the transition to back-up hd for 30 days. The etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2025. Follow-up with the patients¿ pd registered nurse (pdrn) the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of drain complications. During evaluation the pdrn was able to instill fluid into the patient¿s abdomen but was unable to withdraw it. As a result, the patient was sent to the emergency room due to drain complications and was diagnosed with peritonitis after a peritoneal effluent cell count revealed an elevated wbc level (wbc result not provided). The patient was treated with intraperitoneal (ip) vancomycin and ip ceftazidime for 21 days (dosages not provided). On (B)(6) 2025, the patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. Despite these results, the patient was transitioned to hemodialysis (hd) for 30 days while the peritonitis is being treated. The patient¿s pd catheter (not a fresenius product) remains in place and is being flushed by the pdrn three times a week. The pdrn stated the cause of the peritonitis is unknown, as an evaluation of the patient¿s practice did not reveal any breaches in aseptic technique. Per the pdrn, the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency, and the patient will resume utilizing the same liberty select cycler upon their return to ccpd.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.